Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos (general purpose operating system) cpu assembly and rtos (real time operating system) cpu assembly were evaluated and replaced. The ps1/ps2 power supplies were also replaced during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error and failed to properly save patient image data. No patient serious injury or death was reported related to this event.